Event description:
Customer reported experiencing high bgs (>250mg/dl) before the pod alarmed after which the pod was deactivated. Customer noted that there was blood present in the cannula. Device will returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.